Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that a minimum fill message occurred when the cartridge had 200 units. There was no reported impact to customer's blood glucose. Customer reportedly wore the pump against the skin. Reportedly, the cartridge was changed.